Event description:
The rptr stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens but the plunger overrode the toric lens. There was no pt contact or injury. This is one of two lenses used on this pt - see MFR report # 2023826-2008-00285. Another same type lens was implanted.

Manufacturer narrative:
Eval: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages of the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.